Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st150 set disconnected from the catheter and no alarms were issued by the prismaflex control unit to alert the staff during treatment. It was reported that 20minutes after the patient has been washed and rolled over, an alarm was issued related to low sp02 (85%). The patient was suctioned and some thin, brown secretions were cleared through the closed suction catheter on the patient's endotracheal tube. Despite suctioning and giving the patient 100% oxygen boost on the ventilator, their oxygen saturation was still dropping and reached 68%. At this point, it was noted that the patient was bleeding and the intravenous haemofiltration catheter was completely disconnected behind the patient's shoulder. No alarm had been issued by the prismaflex control unit. The haemofilter was immediately stopped and both lumens on the high-flux lines were aspirated. The patient was manually ventilated and when it was evident that the patient's blood pressure was dropping (around 80 systolic), a noradrenaline infusion was started. Atracurium was administered and the patient stabilised and was placed back on the ventilator. No additional information is available.